Event description:
Endo catch 10 mm gold specimen retrieval bag broke during removal of gallbladder. Op note states: "the gallbladder appeared removal. I was able to grasp the fundus of the gallbladder and take it cephalad. I grasped the infundibulum, took it to the pt's right knee. I created a critical window and dissected out the cystic artery and cystic duct. I placed 2 clips on the staying and 1 clip on leaving side of the cystic artery and cystic duct and divided both three structures. The gallbladder was then taken off the liver edge and placed in an endo catch bag. I irrigated and verified hemostasis and then removed the gallbladder from the 11 mm port site. The bag did tear as well as the gallbladder and the large stone was left in the subcutaneous. I extended the incision and was able to retrieve the stone without any problems. There was no other debris or other findings in this wound." FDA safety report ID # (B)(4).